Event description:
A healthcare professional reported that vitrectomy probe did not aspirate during the surgery. The procedural type was unknown. The surgery completion details were unknown but product was replaced with new loose vitrectomy. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).